Event description:
It was reported, "the arthroplasty was revised due to fracture of the ceramic head. The acetabular components and the femoral head were revised. The acetabular components were implanted in situ for 1.69y. The femoral head was implanted in situ for 1.14y. The pt presented with a score of 3 three months prior to revision surgery." Note: medical records and x-rays were not provided to stryker for review.

Manufacturer narrative:
Neither the device nor add'l info is available from the research facility.